Manufacturer narrative:
This patient was randomized to the clinical study for 2-vessel disease. The main indication for the intervention was stable angina pectoris. The patient underwent a stress test, which was electrically positive. The first target lesion was a native, de novo, non-ostial, type c mid left anterior descending. The lesion had a reference vessel diameter of 3mm and a lesion length of 30mm. Pre-procedure diameter stenosis was 70%. The lesion was pre-dilated with a 2.0 x 15mm balloon at 12 atm and a 3.0 x 33mm cypher select plus stent was electively implanted at 20atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The second target lesion was a native, 90% stenosed first diagonal. A 2.25 x 13mm cypher select plus stent was implanted. There were no lesion characteristics available. The third target lesion was a native 80% stenosed obtuse marginal. A 2.75 x 18mm cypher select plus stent was implanted. There were no lesion characteristics available. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #:9616099-2007-02389, 9616099-2007-02390, and 9616099-2007-02391. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that, the patient experienced a non q-wave myocardial infarction the day of the index procedure. It was undetermined if it was target vessel related and the location was also undetermined. Post procedure troponin was <2 (unl). There was no evidence of stent thrombosis. The following day, the patient's troponin climbed to 0.08 and to 0.10 the day after that. The patient was discharged two days post index procedure. Additional information was received from the study indicating that the increase in troponin might have been related to the pre-procedure myocardial infarction (mi). The echocardiogram (ECG) does not show any specific changes as to location so it is difficult to assess the location of the mi. Since this patient underwent a stress test and procedure in the same day, it is possible that the mi was triggered by the stress test and that it is not a result of the percutaneous coronary intervention (pci) and stenting procedure. This however, has not been confirmed with the treating physician. A post procedure angiogram was not performed. The patient remained hospitalized for an additional day for the purpose of observation. There was no specific treatment for the increased troponin, aside from the usual care following stenting procedure.